Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (false asystole events) were investigated. As received, the belt failed a baseline. Upon evaluation, the v2 and r10 components inside ECG c were corroded. The cause of the inability to perform a baseline is the corroded components. The root cause of the corroded components cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's device was recording false asystole events.